Manufacturer narrative:
Device mfg date updated from blank to 11/3/2019. The field service representative (fsr) inspected the instrument, performed trouble shooting procedures, and replaced the alnty c-series cuvette which resolved the issue. No additional discrepant results have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module, serial number (B)(6) did not identify any trends associated with the complaint issue. A review of tracking and trending for the alnty c-series cuvette, did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6), or the alnty c-series cuvette was identified.

Event description:
The customer observed falsely elevated alinity c magnesium results for multiple patient samples. The following data was provided (reference range 1.8 to 2.7 mg/dl): initial result = >8.0 mg/dl, repeat = 1.9 mg/dl, and 1.9 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity c magnesium results for multiple patient samples. The following data was provided (reference range 1.8 to 2.7 mg/dl): initial result = >8.0 mg/dl, repeat = 1.9 mg/dl, and 1.9 mg/dl. No impact to patient management was reported.